Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and one-minute non-destructive ram test failed. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that pump had constant tone after changing the new battery. Customer change battery but pump display did not return. Customer also states that pump was dropped. Customer advised to revert to backup plan per hcp instructions. The insulin pump will be not returned for analysis.